Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that backlight button and keypad up arrow button presses did not activate desired pump functions. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2012 device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The contrast and up arrow keypad buttons were intermittently responsive during testing and required excessive force in order to elicit a response. The contrast button has no effect on insulin delivery function. All of the other keypad buttons responded to button presses and had normal spring back. There was evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.